Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a suspected infection. Positive blood cultures were taken. It was further reported that the right atrial (ra) lead exhibited suspected atrial under-sensing. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.